Manufacturer narrative:
Section d4, expiration date was updated. The 2 patient samples were received for investigation and tested with reagent lot 671956 and reagent lot 652164. The customer's positive toxo igm results were reproduced during the investigation with reagent lot 671956. For sample ID (B)(6): the toxo igm result using lot 671956 was 1.63coi (positive). The toxo igm result using lot 652164 was 0.237 coi (negative). For sample ID (B)(6) : the toxo igm result using lot 671956 was 1.21 coi (positive) the toxo igm result using lot 652164 was 0.262 coi (negative) the samples underwent interference testing. No interfering factor was identified. The patient samples were tested using the platelia toxo igm assay. Both samples were negative (0.063 coi and 0.080 coi). The patient samples were tested with an elecsys toxo igm kit using a different lot of antigen specifier. Using the antigen specifier lot for reagent 671956 the patient sample results were positive (2.35 coi and 1.52 coi). Using 3 different antigen specifier lots the patient sample results were negative (results between 0.201 coi and 0.278 coi). The investigation data indicate the reduced specificity for these 2 patient samples was caused by an unspecific antigen specifier lot. Internal investigations have confirmed a decreased specificity for this reagent lot, still performing within the product specifications. The specificity is within the claimed range. The reagent performs within specification. The investigation did not identify a product problem.

Manufacturer narrative:
Qc was acceptable. The 2 patient samples were requested for investigation.

Event description:
The initial reporter alleged an increase in positive results for multiple patient samples tested on a particular reagent lot of elecsys toxo igm (toxo igm) on a cobas e 801 module. Toxo igm results were provided for 2912 patient samples tested between (B)(6) 2023 and (B)(6) 2023. Positive results were obtained for 55 patient samples. The following are examples of positive results for 2 patient samples that were tested on (B)(6) 2023: sample ID (B)(6) had a result of 1.59 coi (positive). Sample ID (B)(6) had a result of 1.12 coi (positive). No repeat testing results were provided. No questionable results were reported outside of the laboratory. The e801 module serial number was (B)(4).